Manufacturer narrative:
The investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient reported lost of stimulation and pain increase. Upon system interrogation the lead impedance was high/invalid for all contacts. Consequently, the lead was explanted and replaced with a new lead.

Event description:
Follow up information received identified the patient's stimulation was restored effectively.